Manufacturer narrative:
The device was not returned to the manufacturer at the date of this report. A follow-up medwatch will be submitted once the investigation is completed.

Event description:
It was reported that the modular electric/battery single trigger handpiece 89-0000-400-10, serial number (B)(4) does not work. The surgery delay was 2 hours. The surgery was completed with another device. There was no additional harm or injury to patient/operator reported.

Manufacturer narrative:
Universal modular electric/battery single trigger handpiece, serial number (B)(4) was returned for complaint investigation. Visual and functional tests were performed. Upon receipt, it was confirmed that the controller screw was unscrewed and the motor was noisy. The event reported by the customer, "does not spin" was confirmed because the device was not functional due to the unscrewed controller screw. The device was not repaired because the quotation was refused. The device will be recycled in zimmer premises. The customer declared that the cause of the delay in surgery was due to another device: the elec pwr supply w/o cord, serial number (B)(4). The follow-up report (B)(4) related to this product was submitted on 03-aug-2017.